Event description:
It was reported that during the treatment of an aneurysm, the coil did not detach initially. After it did successfully detach, a portion of the coil came out. The coil was pushed in the aneurysm using a guidewire successfully. No harm was reported.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the sample remains within the patient. The root cause of this incident cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.